Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Customer's blood glucose was 298 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.